Event description:
The implant surgeon, reported the following event: forty five days after implantation the plate was found to be bent. The screws remained implanted but the arm was deformed. The plate bent without load at the level of a hole without a screw. The surgeon removed the plate and implanted a 9 holes compression plate.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If additional information becomes available a supplemental report will be issued.